Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that patient received the following results on the aviva system compared to a professional meter within 10 minutes: 133 mg/dl (aviva) and 381 mg/dl (professional meter). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.